Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure on (B)(6) 2025, the surgeon conducted the necessary tests and no issues were initially detected. However, a leak was detected on drain fluid in the new low anterior anastomosis on (B)(6) 2025 during hospitalization. Which was confirmed on computed tomography scan. To resolve the issue, another laparoscopic procedure was performed, washout and ileostomy formation was done on the fifth day. This leads to an extended hospitalization for the patient. The patient was discharged on the seventh day and is currently well.